Manufacturer narrative:
The commander delivery system was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No relevant case imagery was provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints were unable to be confirmed due to unavailability of the returned device and /or applicable imagery. Due to unavailability of the device, engineering was not able to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of DHR, lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'difficulties were encountered during the advancement of the valve due to the extremely tortuous patient anatomy. The valve could not be positioned or aligned due to the patient anatomy.' Tortuosity can create a challenging pathway for tracking the delivery system as this can present difficult bend angles for the device to overcome. Additionally, if there is tortuosity present in the vasculature, it may be difficult to pull the balloon shaft through the flex shaft along bends in the anatomy. Furthermore, if the thv alignment is performed at an angle (non-straight section of aorta), this can cause the thv to unseat from the flex tip (non-coaxial placement of valve in relation to the flex tip) during alignment and 'dive' into the lumen of the flex tip. If the thv is unseated during alignment, it can result in additional valve alignment forces. Although a definite root cause could not be determined, available information suggests patient factors (tortuosity) may have contributed to the advancement and valve alignment difficulties. Withdrawal of the devices through the tortuous anatomy may also have contributed to the damage to the tricuspid valve and the potential tricuspid valve repair. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral pulmonary valve replacement procedure, the deployment of a 29mm sapien 3 was planned. Difficulties were encountered during the advancement of the valve due to the extremely tortuous patient anatomy. The valve could not be positioned or aligned due to the patient anatomy. The decision was made to withdraw the devices. During the withdrawal of the valve and delivery system, 'damage' to the tricuspid valve occurred, resulting in regurgitation. The patient will be scheduled for surgical repair of the pulmonary and tricuspid valves. At the time of the report, the surgical repair had not been scheduled or performed.